Event description:
It was reported that during the trial procedure upon placing needle nicked artery and due to excessive bleeding, the spinal cord stimulation (scs) leads had to be pulled, small incision was created to get to the bleeding. Case aborted. The patient was stable postoperatively. The explanted devices were discarded per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50e serial number: (B)(6). Batch/lot number: 7288845 model/catalog description: infinion 16 trial lead kit 50 cm unique identifier (UDI) #: (B)(4).